Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and atrial fibrillation (af) with rapid ventricular response. The right atrial (ra) lead also exhibited possible intermittent undersensing noted on stored electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.